Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had a faulty processor pca. No specific symptom was reported. There was no report of patient involvement.

Event description:
It was reported to philips that the device was rebooting upon power up. There was no report of patient involvement.